Event description:
It was reported that the shock lead impedance (sli) measurement of the right ventricular (rv) lead of this implantable device system was 125 ohms, which was out-of-range. It was noted that this was addressed by health care professional (hcp) and patient in clinic. Technical services (ts) discussed troubleshooting including device programming with boston scientific field personnel. No adverse patient effects were reported. Evidence currently suggests that this implantable device remains in service.